Event description:
It was reported that when the 9600 system is used in a lateral lumbar spine laminectomy. An ifb timeout error occurs. System will not flouro. After error is displayed, ap imaging does not produce the error. The system was used on subsequent extremity procedures with no incident.